Event description:
It was reported that pre-operatively, the storz system failed to perform a white balance. The troubleshooting involved restarting the storz system three times, changing three endoscopes, disconnecting the extension cable, and connecting the endoscopes without the extension cable. Despite these efforts, the issue persisted. A system reboot was also attempted, but the issue remained unresolved. As a result, the robotic surgery was converted to laparoscopic surgery, and the next scheduled operation was cancelled. There was no patient involvement.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction in section d leading product is tc200 and involved concomitant medical product is tl300. Device evaluation: no product was returned for investigation and according to the available information, the products are still in use. However, a video was received from the customer and the investigation was therefore concluded based on the available information and the provided video. On the video it is visible that the user is trying to carry out the white balance by pressing the standby button on the tl300 light source. However, the white balance cannot be carried out on the light source. Instead, for example, it can be carried out on the camera control unit tc200, as described in the instructions for use of the tc200. It is therefore concluded that this was caused by a user error. The event is filed under internal karl storz complaint ID: (B)(4).